Event description:
Clinical study. Same case as 2134265-2009-01179. It was reported that 97 days after a coronary artery stenting procedure, the pt experienced angina and 10 days later required a target vessel reintervention (tvr). The lesion being treated was a 2.5mm, 90% stenosed, 25mm long portion of the proximal to mid circumflex (cx) by pretreatment visual eval. The physician treated the lesion with using two balloons at maximum 8.0atm (2.5mmx20mm). The physician then placed two (2.5x16mm and 3.0x16mm) taxus express2 study stents in the target lesion. Post-dilatation was not performed. Post-ivus was performed. These stents were well positioned and well expanded. There was no gap between these stents. The procedure was completed without any problems. The pt was discharged the next day. At 97 days after the index procedure, the pt experienced angina and required a tvr. The distal cx had 90% stenosis with a diameter of 2.5mm and 10mm in length. The physician treated the distal circumflex with placement of an unknown size taxus stent. The pt again experienced angina 181 days after the index procedure. Treatment is unknown at this time. In the opinion of the physician, the relationship of the tvr to the taxus stents is possibly related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.